Manufacturer narrative:
Additional concomitant medical products: 694765 lead; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that one of their leads was sticking through the skin in the pocket area around the cardiac resynchronization therapy defibrillator (crt-d) and that the pocket was eroded and infected. The device system was removed. A cardiac resynchronization therapy pacemaker (crt-p) system was later implanted. No further patient complications have been reported as a result of this event.